Event description:
Delay in therapy due to recurrent air-in-line alarms. A critically ill patient was transferred to ICU with a low blood pressure of 60mmhg systolic on dopamine at a rate of 60ml/h (concentration not specified) via a left subclavian triple lumen catheter. The pt also had a gravity set through which 500ml of saline had infused. The dopamine pump/infusion continued without interruption. The patient was in a "code" situation. A second pump was obtained and a cassette was primed with saline and placed in the middle channel of the pump. It ran for a few minutes and then gave air alarms. Troubleshooting measures did not clear the air alarms and a second set was initiated. Staff attempted to run the saline at 999ml/h and continued to get air alarms with the second set. At the same time, a neosynephrine infusion was attempted to be started on the first channel of the pump. It ran for a short time and alarmed for air. The tubing for the neosynephrine drip was changed and staff attempted to infuse via a different pump. Air alarms recurred and the infusion was then run via gravity/manual control. Throughout the event advanced cardiac life support protocol medications were administered IV push through the saline gravity line. Levophed infusion was started near the end of the code without incident. Resuscitative measures continued for an unspecified amount of time but were not successful. The nurse manager for ICU and the director of risk management both stated, "as far as we can tell, the patient's death was not related to the abbott pumps."